Event description:
It was reported that the programmer screen would not respond to the stylus. The caller replaced the stylus, but that did not resolve the issue. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer screen would not respond to the stylus. The caller replaced the stylus, but that did not resolve the issue. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer screen would not respond to the stylus and the stylus was therefore replaced and calibrated. Analysis also found that the keyboard connector on the media processing unit was loose, that the tab on the power cord bay door was broken and that the media bay door cover latch spring was bent. The media processing unit, power cord bay and media bay door cover were replaced to resolve. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.